Event description:
Additional regulatory report required for correction of health impact code.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event and the patient was in stable condition.